Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Also, a temperature alarm occurred while the battery was charging. Customer cleared the alarms to address the issue. Customer¿s blood glucose (bg) level was high. The high bg was addressed by administering manual injections. Customer alleged that the increase in bg level was due to the temperature alarms.